Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient experienced two inappropriate therapy by the device. Follow up with the physician noted no shocks were described in the medical records for both shocks and the more recent shock was reported by the patient, which was refuted as well. The device remains in use.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d) after the tachycardia had stopped. Medication was administered, and reprogramming was done. It was noted that the patient underwent an invasive imaging coronarography procedure. The device is still in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.